Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v644605, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
Event of urinary retention is now reportable for serious injury per updated procedures.

Event description:
Additional information received from a healthcare provider for a clinical study reported the patient also took benefiber and imodium. The event resolved without sequelae on (B)(6) 2015.

Event description:
Additional information reported cultures for c. Diff and giardia were taken. Interventions reported included one half capful miralax and aligned probiotics. Device settings were at 100% usage, amplitude of 0.95, pulse width of 180, rate of 14, and longevity of 27-48 months. The patient also had numbness and tingling around the vagina and vulva, and lower thoracic and lumbar areas, hands, and feet. Neurology was consulted to rule out cauda equine syndrome and conduct nerve studies for upper and lower extremities to rule out peripheral neuropathy.

Event description:
It was reported the patient had urinary frequency, urinary leakage, urinary retention, urinary urgency, and interstitial cystitis. The patient had had 0% improvement. The patient had day frequency two times and nocturia changes. The patient was having urinary leakage with coughing, laughing, no sensation, and sneezing. The patient was ¿constantly changing paper towels.¿ if the patient didn¿t have stool softeners they had type 1 stools. The patient would leak type 6-7 stools while sleeping. It was noted the patient was taking miralax. The patient was unhappy with their current program setting. The patient also had post-coital fecal incontinence and post-coital bleeding which was noted as a new illness/injury. The patient had bleeding and pain after intercourse which lasted only a few days. Interventions involved scheduled urodynamics, cystoscopy, and vaginoscopy to rule out mesh erosion. They thought about an MRI for lower thoracic and lumbar numbness and tingling but cannot do due to the stimulator and pins in their foot. Stool cultures were ordered and the patient was to start align and take half a capful of miralax in the morning. The stimulator was checked and there were impedances greater than 4,000 ohms noted for 0-2 and 0-3. They were going to wait to do anything with the device until they heard from the neurologist. The event was considered ongoing. If additional information is received on interventions or outcome a follow-up report will be sent.